Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level was 248mg/dl. The customer states the pump was damaged at the screen. The customer states it appeared black and had rainbow colors. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No, black screen, blank display, display anomaly or rainbow marking colors noted during testing. All buttons functioned properly. No buttons anomaly or damage on the keypad traces noted. The minilink transmitter communicated properly with the pump. No weak signal or sensor anomaly was noted during testing. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No damage inside the pump was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.